Event description:
It was reported that the ventilator started alarming and then quit giving breaths to the patient. The patient was removed from the ventilator and was bagged. No reported harm to the patient.